Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a bleeding display glass.

Event description:
It was reported that the customer's insulin pump screen had cracks and blue lines on it. His blood glucose level was 61 mg/dl. The customer sometimes has low blood glucose levels after the school day. He treated his low blood glucose level with three glucose tablets and a snack. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).